Event description:
Cannula caused an allergic reaction.

Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The westmed respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen tubing is not changed out on a regular basis or as indicated on the packaging sores or irritations may result. Based on the information above, this would not be a reportable event as the patient developed bleeding sores complaint history for this product reviewed. This is the 2nd complaint for allergic reactions/skin reaction for this product number in the last 24 months. Issue is not trending but will continue to be monitored. This patient may have a particular sensitivity to the dotp plasticizer. In order to create the softer plastic used in these components, a higher percentage of plasticizer must be used in the resins. Patients with sensitivity to plasticizers may benefit from choosing a cannula that uses less plasticizer. Risk(RMA-20017a): r3: patient exposed to skin irritant s=7, o=2 for an rpn = 14. Rpn <25, therefore risk is acceptable.

Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The westmed respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen tubing is not changed out on a regular basis or as indicated on the packaging sores or irritations may result. Based on the information above, this would not be a reportable event as the patient developed bleeding sores.

Event description:
Cannula caused an allergic reaction.